Event description:
The customer reported, that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator; he only provided a software upgrade. The hosp biomed verified the malfunction. The biomed inspected the device and replaced the bdu cpu, and will perform all of the functional tests required for this unit.